Manufacturer narrative:
Journal article citation: leibl ke, hwang lk, anderson c, weichman ke. A critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction. Ann plast surg. 2023 jun 1;90(6s suppl 5):s509-s514. Doi: 10.1097/sap.0000000000003515. Epub 2023 mar 17. Pmid: 36975133. Additional contributing authors: kayla e. Leibl, md ; lyanh k. Hwang, md ; cassidy anderson, bs division of plastic and reconstructive surgery, department of surgery, montefiore medical center/albert einstein college of medicine, bronx, ny katie e. Weichman, md hansjörg wyss department of plastic surgery, new york university school of medicine, new york, ny the events of seroma, necrosis, infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma, necrosis, infection (unknown onset)

Event description:
Journal article ""a critical analysis of factors associated with anteroposterior implant flipping in immediate breast reconstruction" was received. Healthcare professional reported textured implant, flipping, seroma, hematoma, mastectomy flap necrosis and infection for an unknown side. All tissue expander devices were replaced with permanent implanted.